Manufacturer narrative:
(B)(4).. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to pcba2. In addition to this, the left keypad button did not work. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the left keypad button still did not work. The left keypad button problem appears to be isolated to pcba1. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had low battery and replace batter now. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.